Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a red rash under the three therapy pads. The patient physician recommended a cream to be put on the rash and advised the patient to remove the lifevest for 8 days to allow the rash time to heal. The outcome of the patients rash is unknown, as follow-up attempts were unsuccessful.